Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-mar-2026, an FDA medsun notification was received via email. A facility representative reported that an ar-1927bcf-3 5.5 mm biocomposite corkscrew ft tripleplay was inserted into the patient¿s shoulder. Before the screw engaged or captured within the bone, the surgeon observed that the screw was breaking inside the patient. The issue occurred during a surgical procedure on (B)(6) 2026. No additional details were provided. Additional information was received on 20-mar-2026: this event occurred during an orif proximal humerus and open rotator cuff repair on (B)(6) 2026. The portion of the screw that broke was the tip. The screw was removed, and all detached fragments were retrieved from the patient. The case was completed using an ar-1927bcf-3 5.5 mm biocomposite corkscrew ft tripleplay. There was no case delay or added anesthesia administered to the patient. No adverse effects were reported.